Event description:
It was reported that a spectrum pump alarmed close door when the door is already closed. This occured on the general nursing floor and it was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door alarm which was caused by the door hooks being out of adjustment. The door hooks were replaced.